Event description:
Complaint reported as: "patient was using gentlelock with bite block and the bite block broke off in patients mouth. The patient is known for biting down aggressively and frequently." It was reported that the patient did not have a history of epilepsy. The patient was agitated, restless and biting on it. No patient injury or clinical consequence reported.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Complaint reported as: "patient was using gentlelock with bite block and the bite block broke off in patients mouth. The patient is known for biting down aggressively and frequently." It was reported that the patient did not have a history of epilepsy. The patient was agitated, restless and biting on it. No patient injury or clinical consequence reported.